Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was admitted to the hospital 3 days after implant for falling and bladder incontinence. Lab reports indicated abnormal potassium levels and the patient is scheduled for an MRI. Investigation was unable to determine if this was caused by the implanted device.